Manufacturer narrative:
As no samples were returned for evaluation, a root cause could not be determined. A review of the device history record for the reported lot number 1250068 was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. Pull testing was conducted on the retained drains within this lot, and all results met the established acceptance criteria. Cardinal health will continue to monitor and trend all similar reported product related issues.

Manufacturer narrative:
An investigation is currently in progress. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that a patient had a return to surgery for a fractured jp drain. Per md, "drain tubing broken with retrograde flow of blood and anterograde flow of blood". This resulted in return to the or for evacuation of hematoma and replacement of the drain.